Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2395 showed one other similar product complaint(s) from this lot number. The complaints from this lot number (refw2395) have been reported by the same facility in (B)(6).

Event description:
It was reported the tip of the intracavitary electrode came loose from the guide wire when in contact. It was stated it was detected at the end of the surgery as it was loose and could have migrated into the patient. Facility staff feels as if the device is not assembled well. Additional information received (B)(6) 2022: it was reported ¿when the catheter was implanted, the electrode-fixator came out bent and when checked, it broke and separated from the guide. Another device was tested and the same thing occurred.¿ this report addresses the device that was tested and not used on a patient.

Event description:
It was reported the tip of the intracavitary electrode came loose from the guide wire when in contact. It was stated it was detected at the end of the surgery as it was loose and could have migrated into the patient. Facility staff feels as if the device is not assembled well. Additional information received on 16-feb-22: it was reported ¿when the catheter was implanted, the electrode-fixator came out bent and when checked, it broke and separated from the guide. Another device was tested and the same thing occurred.¿ this report addresses the device that was tested and not used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. Three 3cg stylets and one 4 fr d/l powerpicc sv catheter were returned for evaluation. An initial visual observation showed a bend approximately 1.2 cm proximal to the distal tip of one of the returned stylets, and the distal tip of another stylet was found to be broken off and missing. No damage was observed on the third returned stylet sample. Use residue was observed throughout the broken stylet sample. Many bends were observed in the distal end of the sample that was missing its distal tip, leading up to the break site. The distal end of the sample in which no breaks or bends were observed was found to be slightly curved. A microscopic observation revealed the break site of the broken stylet sample was uneven with a rough surface texture and plastic deformation with tapering and delamination of the material at the break site. A small amount of use residue was observed on the stylet sample that was found to be bent, but not broken. The bend in this sample as well as the smaller bends observed in the broken stylet sample were found to be between magnet interfaces. The observed fracture features exhibited on one of the returned samples were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. Additionally, the cause of the bend/kink was unable to be determined based on the observed evidence. Possible causes of the damaged stylets include advancement and/or retraction of the stylet against resistance and damage during manipulation, handling, or use.